Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps (slide clamps) to close the spike end of each of the three (3) tubes on a trifurcated fluid transfer tube set did not stop the flow of fluids through the tube which resulted in leakage onto the surface of spikes that have not yet been used and seepage of used fluids into other leads and the final filling tube. This was further described as ¿the solution was still running through the line even with clamped ports¿. The issue was identified during a trial testing process on a baxa pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 04, 2021 to february 08, 2021. H10: one (1) actual sample and one (1) companion sample was received for evaluation. Visual inspection of both samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing of the inlet clamps on both samples were performed and no defect was observed. Measurements of all slide clamps of both samples was performed and the clamps were determined to be within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.